Event description:
It was reported that the trained physician attempted common femoral arteriotomy closure with the starclose vascular closure system after an interventional procedure. After the starclose clip was deployed the device became hard stuck in the mildly calcified artery and could not be removed. The physician did not want to pull harder and the device was surgically removed without problem. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.